Event description:
It was reported that during a thorascopic resection, the stapler was incorrectly re-loaded by the scrub nurse with a white cartridge and the surgeon fired the device. An episode of "long loading" took place and the vascular pedicle was transected without being stapled. The result was immediate serious bleeding. The surgeon then opened the chest with by thoracotomy to complete the procedure (convert to open). The patient also required some units of blood to compensate for the blood loss.

Manufacturer narrative:
Date sent: 12/3/2007. Information not available, device not returned for analysis.